Event description:
Revision surgery 4 months after primary due to sinking. It was reported that the implant chosen from the surgeon during primary surgery was smaller than necessary, causing the sinking of the stem.